Event description:
The company received a report where it was claimed that while during pt use, the cuff on the device developed a leak. Replacement of the tube was required. The tube was replaced without indicident.

Manufacturer narrative:
The sample associated to this report is expected to be returned. If the sample is received, and new or significant information is identified from the investigation results, a supplemental report will be provided.